Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd6482 batch number, and no non-conformances were identified. Investigation summary: two unopened samples of product code vcp371, lot # pd6482 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The problem of pulling off suture needle happened when beginning to sew the uterus during the cesarean section. Changed to another device to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.